Event description:
Customer called to report that the ion selective electrode (ise) module on the unicel dxc 880i synchron access clinical system was leaking. Customer first noticed an issue when the quality controls on the instrument generated discrepant results for sodium (na) and potassium (k). Customer then lifted the module cover and found that the waste area of the ise module was leaking; however, customer was not able to determine the exact source of the leak. On the following day, the field service engineer (fse) inspected the instrument and found that ise drain was overflowing from the cigar tube. The fse resolved the issue by clearing a blockage in the ise waste tube valve. The fse tested the calibration of the instrument's flow cell and its quality controls to ensure that the services performed effectively resolved the leak issue. Customer stated that no patients were affected as no patient results were generated, and that no instrument operators were harmed.

Manufacturer narrative:
(B)(4).